Event description:
It was reported that there was a blincyto infusion that always was overfilled to prevent it from running dry. However, this infusion administered all that was programmed and the overfill. The patient came in with a completely dry bag, and the pump did not alarm. The continuous infusion rate was 0.6, with a total reservoir volume of 110. The air detector was off, and the upstream sensor was on. The length of infusion was 7 days, with a lock level of 2. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was used to prime the extension tubing. There was patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received. Therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.